Manufacturer narrative:
This report is submitted on august 23, 2022.

Event description:
Per the clinic, the patient experienced dizziness and no auditory percept due to migration of receiver/stimulator (specific date not reported). Subsequently, the patient underwent surgery on (B)(6) 2022 to reposition the implant. The implanted device remains.